Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing well as he was used to even though an end tone, indicating a completed seal cycle was heard. Another device was used without further consequences. No bleeding. No tissue damage. No patient injury reported. The device will be returned for evaluation.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. One used lf1212a was received for evaluation. Visual inspection found eschar caked on the seal plates. The customer reported that it was not sealing well as it used to. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Product instructions for use that address tissue sealing recommendations. Eliminate tension on the tissue when sealing and cutting to ensure proper function and reduce bleeding. The IFU states, keep the instrument jaws clean. Tissue sticking or build-up of eschar may reduce the seal and/or cutting effectiveness.